Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple intermittent occlusion alarms. The customer's blood glucose (bg) level was in the low 300's to 362 mg/dl. The customer administered a manual injection or a correction bolus to address elevated bg level. Reportedly, the customer changed the infusion set and cartridge. System check could not be performed with tandem technical support as the occlusion alarm was not occurring at the time of the report and the infusion set was changed.